Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unable to verify s/w due to blank display. Retainer ring = black. On (B)(6) 2021 the customer alleged insulin pump went blank display and water may have entered in the battery compartment and battery cap damage. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Device was cut open to perform visual inspection and found severely moisture damage on the pcb 1, pcb 2, motor, keypad assembly, battery tube, vibrator, force sensor, 40 pin flexible printed circuit/lcd and internal battery. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. Perform brush cleaning with the isopropyl alcohol the moisture damage area on the pcb 1, 40 pin flexible printed circuit/lcd and reinstalled in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. In summary, pump received with a blank display due to moisture damage on the pcb 1. Unable to verify battery cap damage due to insulin pump received without the original battery cap. Moisture damage confirmed inside the pump noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that they went to the beach and insulin pump stopped working. Customer stated that water may have sipped through the battery compartment. Battery prongs came off when customer opened the battery compartment. Customer stated that contacts on battery cap missing and damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.